Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they a month ago had received an unexpected restart alarm on the insulin pump. The alarm occurred when they changed the battery. The customer¿s blood glucose level during the incident was 260 mg/dl. They treated with the insulin pump. The customer stated the basal rates as well as the time had a reset. They received the alarm again on (B)(6) 2017. The alarm would occur when they change the battery. There was no clear indication that the issue was resolved. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, primetest, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No unexpected alarm noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.